Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The reason and specific details regarding the explant remain unknown. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as result".

Event description:
A saluda representative was requested to attend a device check visit prior to a patient scheduled to undergo magnetic resonance imaging (MRI). During the visit, the patient reported that they had previously undergone a full system explant and were no longer implanted with an evoke scs system. Additional details regarding the event were not provided to the saluda representative. The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation.

Manufacturer narrative:
The event date was not reported. The date has been documented with an approximate date of 12november2025. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.